Event description:
It was noted that the patient¿s implantable neurostimulator (ins) ¿hicks up¿ now and then and would stop on its own or all the sudden give high stimulation. It would go back to normal once they turned the stimulator off and then back on. The patient also noted that they didn¿t feel stimulation when laying on either side when they used to have stimulation. The symptoms had a gradual onset. There was no known accident or incident related to this complaint. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).